Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative found possible contamination in the flow paths. He replaced the na electrode and decontaminated the upper flow path, which resolved the issue. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable chloride electrode results for 1 patient sample and questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. Sample 1: the initial cl result was 120 mmol/l, and the repeated result was 107 mmol/l. Sample 2: the initial na result was 158 mmol/l, and the repeated result was 135 mmol/l. The samples were repeated because the technician was alerted by the critically high cl result. The repeated results were obtained on another module and were believed to be correct.